Event description:
During a pci the pressurewire perforated the circumflex coronary artery. A pericardial effusion occurred. An attempt was made to place a covered stent but positioning was not possible due to severe calcification in the tortuous vessel. Extended balloon inflation was performed and a bare metal stent was then placed. After 30 minutes, the pt experienced cardiac shock due to a new pericardial effusion. Cardiac massage and iabp were required and the pt was transferred to a center with cardiac care after being hemodynamically stabilized. The pressurewire was discarded during the procedure.

Manufacturer narrative:
The product was not returned. A review of the device history record confirmed that the device was mfg according to sjm specification. There was no indication that the reported event was due to a device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.